Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample. The sample was not received for evaluation; therefore, the root cause could not be determined. A batch review was not performed due to unknown lot number. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) to report system error (se) 2367 which occurred on home choice (hc) during use during initial drain. The caregiver (cg) stated that the hc displayed se 2367, which is a result of a se 2240 indicating air had entered the setup. The baxter technical service representative (tsr) had the cg cycle power to the hc. The hc proceeded to "press go to start". There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.